Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after being in the pool. The customer's blood glucose level was not impacted. The customer cleared the alarm and insulin delivery was resumed.